Manufacturer narrative:
(B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In 2017, a patient from (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient began duodopa therapy via peg/peg-j tube. On an unknown date, the patient experienced a stoma site infection with redness and purulent ooze at the peg/peg-j tube site and was treated with oral antibiotic cephalexin. On an unknown date, the stoma site infection resolved. No further information was available.